Manufacturer narrative:
This event occurred in (B)(4). One vial of test strip lot 449506-12 containing >10 test strips and the coaguchek meter serial number (B)(4) received for investigaiton. The test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Customer strips: test 1: 2.0 inr, test 2: 2.3 inr. Masterlot strips: test 1: 2.0 inr, test 2: 2.4 inr. The returned customer material and retention material comply with the specification. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant back to back inr results with coaguchek xs plus meter serial number (B)(4). The first meter result was 6.8 inr. The second meter result was 3.1 inr. The third meter result was 3.1 inr. The result of 3.1 inr was considered the correct result and the patient's dose was changed accordingly. The patient has a therapeutic range of 2.0-3.0 inr. Qc was was last performed on the meter on 27-oct-2020 and the meter passed.